Event description:
During a colonoscopy for diagnosis, the pt required additional sedation and pain medication to extend the procedure time when the dr had difficulty releasing the snare from the polyp. The pt received versed and fentanyl. After this out-patient procedure, the pt's condition was reported as good and the pt was released to go home. The device was destroyed by the user facility and, therefore, will not be returned to this MFR. Since the device was not returned, a failure analysis could not be performed. A lot device history search was performed and no other complaints were found for this lot number. It cannot be determined if the product met specifications because the product was not returned. The co is unable to determine the relationship between the device and the cause of this event without the product.